Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. The knots started releasing after a couple of days.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.